Event description:
It was reported via phone call that the customer passed away at hospital on (B)(6) at 6 am. The customer was hospitalized on (B)(6). The caller also stated that the customer was admitted to hospital several times previously due to brain illness. The cause of death as per the doctor was renal failure, congestal heart failure, systemtomatic left complex extra cranial and intracranial corroded stenosis. The caller stated that the reason for death was stroke. The caller also mentioned that the customer were not confirm about high blood glucose event. The customer¿s blood glucose level was unknown mg/dl at the time of death. The customer was not wearing the insulin pump at the time of death, and the insulin pump was last worn by customer on 4 november . The insulin pump will be returned for product analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w 2.10h. The unit did not have a battery installed when received. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08725 inches. Unit uploaded properly using carelink. Unit had scratched display window cover, scratched case, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. Data analysis: on (B)(6) 2019 dailytotalofallinsulindelivered = 0. On (B)(6) 2019 dailytotalofallinsulindelivered = 0. On (B)(6) 2019 dailytotalofallinsulindelivered = 0. On (B)(6) 2019 dailytotalofallinsulindelivered = 0. On (B)(6) 2019 dailytotalofallinsulindelivered = 0. On (B)(6) 2019 dailytotalofallinsulindelivered = 0. On (B)(6) 2019 dailytotalofallinsulindelivered = 0. There was no data listed after (B)(6) 2019.